Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that transesophageal echocardiography was performed and vegetation on the right atrial lead was observed. The entire system was explanted without any complications. Patient was stable.